Event description:
It was reported that; torque wrench tip broke while final tightening. Tip was then stuck in connector and had to burr it out.

Manufacturer narrative:
Lot # 12c457. Method: visual inspection; device history review; complaint history review; risk assessment. Results: the device was examined and confirmed to be fractured at the tip. Additionally, it was confirmed that the device was over 3 years old. Conclusion: the most likely cause of this event is wear of the device as a result of its use for an extended period of time.

Event description:
It was reported that; torque wrench tip broke while final tightening. Tip was then stuck in connector and had to burr it out.